Event description:
It was reported that the patient presented in ER and via remote transmission due to inappropriate therapy from double counting of qrs. Multiple aborted hv therapies and one hv therapy was delivered upon interrogation of device. Reprogramming the device was recommended. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.